Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to display the downstream occlusion message, which was reproduced. The device failed testing at the low downstream occlusion detection setting. The cause of the failed test was that the door hook shims were removed from under the door hooks while in the field. This prevented pressure from building on the force sensor which would trigger the downstream occlusion alarm. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, it did not detect a downstream occlusion when an occlusion was present. There was no patient involvement.